Event description:
Customer experiencing high blood glucose the previous night. The blood glucose reading shot up to 500 mg/dl. Customer had treated with manual injection. Customer noticed black lines on case and insulin leaked into the insulin pump. The insulin pump smells bad. The insulin pump also alarmed no delivery. The current blood glucose reading is 400 mg/dl. Customer treated with manual injection. Customer is not sure where the insulin leak occurred. Customer requested that the insulin pump is replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.